Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted: (B)(6) 2009. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported a few ventricular over-sensing markers were seen during device placement into the pocket, which were not reproducible and ultimately the device measurements were found to be ¿okay.¿ it was determined there may have been trapped air that escaped through the grommet. Three days later a right ventricular lead alert indicated high impedance on the pacing/sensing coil. A connection problem with the header was suspected. During the lead revision procedure, the pin of the lead was found to be fully inserted and could not be pulled back by mechanical force., the setscrew could be tightened ¿a little bit¿ before torque control was applied, and insulation damage of the lead was noted; ¿tight ligatures and sharp angulation.¿ additionally, at the time of the revision the lead impedance measurements were found to be higher than what initially presented and there was also noise. The device remains in use, the lead was capped and replaced. No patient complications have been reported as a result of this event.